Event description:
The following events were noted through a periodic article review. The control group consisted of thirty patients treated with the pixel stent between (B)(6) and (B)(6) 2003. Five patients experienced occlusive restenosis, six patients developed ischemic symptoms, four required repeat target lesion revascularization, two patients presented with focal in-stent restenosis and were treated by conventional balloon angioplasty, and two patients developed significant stenosis in other territories in addition to a diffuse pattern of restenosis and were referred to coronary artery bypass graft surgery. No additional information is available.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of ischemia and restenosis, as listed in the product instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Alexandre abizaid, md, phd, et al; "serial angiography and intravascular ultrasound: result of the sisc registry (stents in small coronaries)", jacc: cardiovascular interventions vol 3 no 2, 2010 february 1020: 191-202.